Event description:
An 88-yr-old resident was discovered with her body extending from the bed and her head lodged between the mattress and the full length bed rail. Pt pronounced dead by attending physician. Approx 2 hrs prior to this event, the resident had been placed in a vest restraint after falling and due to her mental confusion and propensity to fall. The investigation revealed the bed was in the low position with the full side rails in the up position. The restraint was the appropriate size and was applied correctly. There was a physician order for the restraint. The resident had worked her way out of the restraint as well as her clothing. The resident was monitored frequently. Approx 20 mins prior to event resident was checked and restraint was positioned and attached appropriately.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: performance tests performed. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. The device was not destroyed/disposed of.